Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, opening curved on posterior, brown particles outer device and white calcification outer device. Leak test and microscopic analysis was performed which identified: striated opening on posterior, opening crease sharp on posterior and striated broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage consist in the use of some surgical tool. A striated broken on plug strap assessed as surgical damage consist in the use of some surgical tool. An opening crease sharp on posterior assessed as fold flaw opening

Event description:
Device was explanted.